Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6, -13.00/+2.50/x121 diopter implantable collamer lens in to the patient's right eye (od). Lens got damaged while injecting into the eye. The lens was removed and no adverse event was reported. A supplemental medwatch will be submitted when additional information is available.